Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and ac adapter. There was no reported adverse impact to the customer's blood glucose level. A new charging cable and ac adapter was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.